Event description:
New information received notes that the right atrial lead and left ventricular lead were both explanted on (B)(6) 2022, and will be returned for analysis.

Manufacturer narrative:
The lead was returned due to lead dislodgement. As received, a partial lead (only distal portion) was returned in one piece. The s-curve hump height was measured within specification.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient's atrial lead exhibited oversensing. The patient's left ventricular lead was dislodged. Both leads were capped and replaced on (B)(6) 2019. Related manufacturer reference number: 2017865-2019-16831.